Event description:
Same case as MFR report #: 2134265-2010-01666, 2134265-2010-01668. It was reported that post a coronary stenting treatment procedure, very late stent thrombosis and a myocardial infarction occurred. The greater than 50% stenosed concentric de novo lesion was located at a moderately calcified and non-tortuous bifurcation of the left anterior descending artery (lad) and the first diagonal artery. The lad was predilated with a 3.0x15mm maverick2 balloon and the bifurcation into the first diagonal artery was predilated with a 2.5x12 maverick balloon. Three stents were placed: a 3.0x20mm taxus express2 drug eluting stent in the proximal lad, a 3.0x16mm taxus express2 drug eluting stent in the mid lad and a 2.5x8mm taxus express2 drug eluting stent in the first diagonal artery. The stents were placed not overlapping and using a reverse-t technique to account for the lesion being at a bifurcation. The lesion was post-dilated with a 3.25x15mm quantum maverick in the lad and a 2.5x8mm quantum maverick in the bifurcation of the lad into the first diagonal. No patient injuries or complications occurred. The patient was discharged on aspirin and plavix. One year and nine months later, the patient presented emergently with chest pain, a myocardial infarction and in-stent very late thrombosis. An unknown time before the event, the patient had stopped taking all antiplatelet therapy. Ivus was performed and it was noted that all three prior placed stents were ¿undersized¿ and were not well apposed or fully deployed. Thrombus was located in all three stents causing an occlusion of the lad. Multiple balloon inflations were used to ¿aggressively¿ further expand the stents and postdilate to treat the thrombus. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (4).the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).